Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. It was indicated that the customer would use manual injections as alternate insulin therapy.